Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor (ccm) only showed a ¿system computer needs service¿ message and would not boot up completely. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The customer stated they reseated central control monitor (ccm) connector into the receptacle but ccm gave same message. When reseated, all internal cable connections of the ccm; the ccm it does not get power and the display is totally blank.